Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a puncture closure of an unspecified vesssel was attempted using a proglide device. Reportedly, the needles of the proglide device did not "transfix the vessel wall". The method used in achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The name of the physician was not provided; therefore, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.